Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was 80% deployed and at the correct depth (4mm ncc x 4mm lcc) inside of a surgical valve (non-medtronic product). Upon deployment, the valve moved to 1-2mm aortic but remained in good position and was deployed. During the removal of the delivery catheter system (dcs), the nose cone caught on the inflow crown of the valve and dislodged the valve into the ascending aorta. The patient became hypotensive. An attempt was made to implant a second valve, but was unsuccessful due to positioning difficulties and continued hypotension. A non-medtronic product was prepped and successfully deployed in the correct position inside the surgical valve. Unfortunately, the patient's blood pressure never recovered and ultimately the patient expired on the table.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Potential factors that can influence dislodgement include tension applied on the delivery catheter system (dcs) during positioning, calcification levels and compliance of the native anatomy, and user technique. In this case, it was reported that while the dcs was being removed the nose cone caught on the inflow crown of the valve and dislodged the valve into the ascending aorta. Dislodge events are typically not related to a device malfunction. This event does not allege a device malfunction occurred. Hypotension is a known potential adverse effect per the device instructions for use (IFU). It is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally-functioning device or model implant procedure, and a conclusive cause could not be determined from the limited information available. Various factors can affect valve positioning/inaccurate delivery, such as patient anatomy or physician experience, and the cause of the placement difficulties could not be determined with the limited information available. Patient anatomy (the angle of the aorta was 56 degrees) and that the implant was planned inside a surgical valve may play a role. However, without angiographic images or cines to review, a conclusive cause could not be determined from the limited information available. As neither an autopsy nor an explant was performed, a conclusive assessment of the relationship between the event and the device could not be reached. A procedure-related or valve-related death is an inherent risk when the patient condition is such that a transcatheter aortic valve (tav) is needed to sustain cardiac function, and it can occur despite an ideal implant procedure or device functionality. No allegations were made against the medtronic device, and there was no indication that a malfunction or misuse contributed to the reported events.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.